Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Reportedly the customer "vomited" due to the bg level. Customer consumed a glucose gel to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.